Event description:
Complainant alleged that while attemping to pace a male pt presenting an asystole heart rhythm, the device failed to increase ma when adjusted. Complainant indicated that the pt subsequently expired, however, it was unrelated to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.